Event description:
T was reported that the patient had ineffective stimulation due to high impedances on their lead. Surgical intervention was undertaken, and the lead was explanted and replaced.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
The report event of high impedances was confirmed. As received, visual inspection showed the returned lead found all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.